Event description:
It was reported that during a rny gastric bypass procedure, prior to patient use, the scrub tech noticed that a portion of the harmonic blade had fallen off. There were no patient consequences. Case completed with another device of the same product code.

Manufacturer narrative:
(B)(4). Information not available, device not returned for analysis. Should the information be provided later, a supplemental medwatch will be sent. The batch history records were reviewed with no anomalies noted during the manufacturing process. The harmonic blades are made of titanium. The harmonic blade will stop activating, and either emit a solid tone and/or display an instrument error code when the blade has become cracked (but not scratched, nicked or gouged). Once the blade is cracked, it is susceptible to breaking off due to continued attempts to activate or from physical contact. Once the blade tip is broken off, it may be possible for the device to be activated without an error code. Blade damage is caused by contacting an active blade with other surgical devices, staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade. Once blade damage has occurred, subsequent activations may result in fatigue failure initiating at the original damage location, which can result in the blade tip breaking off.